Event description:
Found black and white substance inside sealed catheter packages when went to use on pt. Shipping box without water damage. Black substance noted on outside of sealed package and plastic wrapping.